Manufacturer narrative:
Initial.

Event description:
It was reported that the user contacted support for assistance setting up a replacement ilet pump while using a dexcom g7 sensor and an inset infusion set, and the device displayed alert 38 indicating a motor stall during setup; the user was guided to replace all supplies and restart the pump, after which setup was completed and the system initiated automated insulin delivery. Symptoms included no reported adverse clinical effects. Outcomes included successful resolution of the alarm with restoration of therapy. Investigation included remote troubleshooting and user education on supply replacement and pump restart procedures. Investigation of this case revealed a consecutive stalled motor alarm consistent with a transient pump motor stall, with resolution after replacing infusion set and restarting the device; no further device component failure was identified following corrective steps. It was concluded, based on previously established findings for similar reports, that the cause was probable user- or setup-related obstruction or transient motor resistance resolved by supply change and restart.